Event description:
The customer reported that there was no image on the monitors. The memory board interconnection contact failed. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the memory and interconnections. The system is operating as intended.